Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The no image issue was due to damage on the charged coupled device unit, the image disappears during angulation in the up/down direction (short circuit of the image sensor cable). Additional events identified are as follows: the bending section cover, or distal sheath has a scratch, the adhesive on the bending section cover, or distal sheath has a chip, due to damage on charged coupled device unit, the image has black dots, due to damage on charged couple device unit, the image has roughness, the control unit has a scratch, the switch 1 button has a scratch, the angulation lever has a scratch, the grip has a scratch, the light guide cover has a scratch, the light guide connector has a scratch, the video connector has a scratch, the video connector case has a scratch, and the universal cord has a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established, however, it is probable that the image problem resulted from breakage of the image sensor unit. The disconnection was likely due to stress/repeated use, mishandling or some other external factor which damaged the following components; chip, capacitor, and mounted electric circuit board. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿chapter 3 preparation and inspection - 3.8 inspection of the endoscopic system before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope, images are not displayed. There is no report of patient harm or injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.